Event description:
Information received indicates the knee function is going up unintentionally.

Manufacturer narrative:
The technician isolated the issue to stuck switch on the left siderail caregiver controls. He replaced the caregiver circuit board to repair the bed.